Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital post-fall. Device interrogation revealed, the right ventricular lead exhibited loss of capture in the bipolar configuration and high capture thresholds in the unipolar configuration. The lead also had a history of low impedance and noise. The patient was pacemaker dependent. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information notes that the lead was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
The reported events of loss of capture, low lead pacing impedance, and noise were not confirmed. A partial lead was returned for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.